Event description:
It was reported that a hole was found in the defective packaging of foley catheter. The protective sleeve was not drawn up to the foley hub. So, during the manufacturer sterilization process the foley catheter was exposed, came in contact with plastic tubing and melted on to the tubing. Once removed from packaging, foley had a tear or hole in it. That was the third defective foley in two days.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Visual inspection noted three photo samples were received. Visual evaluation noted the photos show a latex foley catheter adhered to the inlet tubing of a drainage bag in two of the photos, and the third photo shows the damage to the catheter after being removed from the inlet tubing. This fails to meet specifications, stating "product must conform to drawing". A potential root cause for this failure could be operator error. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not performed because labeling could not have prevented the reported failure. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a hole was found in the defective packaging of foley catheter. The protective sleeve was not drawn up to the foley hub. So, during the manufacturer sterilization process the foley catheter was exposed, came in contact with plastic tubing and melted on to the tubing. Once removed from packaging, foley had a tear or hole in it. That was the third defective foley in two days.